Event description:
The customer reported via phone call that the infusion set came out when he pulled on the tubing. Blood glucose level at the time of the incident was 461 mg/dl. The customer was advised that the infusion set would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.